Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty cable. In addition, faded label on the rear cover was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that image problem occurred with the 4k camera head. The event occurred during preparation for use. During a standard service inspection of the customer returned device, faulty cable was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. Device manufacture date was updated in h4. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the image would not display as a result of a faulty cable. The investigation was unable to determine the exact cause of the faulty cable. Olympus will continue to monitor the field performance of this device.